Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was fractured at 18.6 cm due to clavicular crush damage. This likely contributed to the reported high pacing thresholds and low lead impedance.

Event description:
It was reported that the atrial lead exhibited high pacing thresholds, low impedance and an insulation anomaly. The lead was explanted and replaced.